Event description:
The customer reported negatively biased, non-reproducible proficiency fluid results using vitros valp reagent on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not affected. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that a single, negatively biased, non-reproducible vitros valp proficiency fluid result was obtained on a vitros 5, 1 fs system. Quality control was acceptable at the time. The investigation was unable to determine a root cause, however, reagent pack handling and the proficiency fluid sample itself cannot be ruled out. The investigation is on-going.